Manufacturer narrative:
It was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis, perforation, and fracture of the filter. The indication for the filter implant has not been provided and there is currently no additional information available for review. The product was not returned for analysis and the sterile lot number has not been provided; therefore, no device analysis nor device history record review could be performed. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported filter fracture, and perforation could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly.

Event description:
As reported in the legal brief, a patient underwent placement of a trapease vena cava filter. The filter subsequently malfunctioned and caused injury and damage to the patient, including, but not limited to, stenosis, perforation, and fracture of the filter. The patient suffered life-threatening injuries and damages and required medical care and treatment. As a further proximate result, the patient has suffered and will continue to suffer significant medical expenses, pain and suffering loss of enjoyment of life, distress and other damages.

Manufacturer narrative:
After further review of additional information received, the following sections have been updated accordingly: a2, b3, b4, b5, b6, b7, d1, d4, d11, g3, g4, g7, h1, h2 and h6. Cont. Section b5: it was reported that a patient underwent placement of a trapease vena cava filter. The information provided indicated that the filter subsequently malfunctioned and caused stenosis, perforation, and fracture of the filter. Additional information indicated that the patient became aware of filter fracture with retained fragments in the chest, perforation of filter struts outside the inferior vena cava, stenosis and bent filter struts, approximately fifteen years post implant. The patient also reported psychological injuries and excessive pain. According to the medical records the indication for the filter implant was pulmonary embolism. The filter was placed via the right brachial vein and deployed at the l3-l4 level. No immediate complications were identified. The results of computed tomography (CT) scan done fifteen years post implant noted that the filter position is unchanged, it is approximately 4.5 cm below the right renal vein. Filter fracture/bending was observed as well as penetration of filter struts into the pericaval/mesenteric fat. The inferior vena cava distal to the filter is stenotic and the ivc has collapsed around the filter and is likely occluded. The common iliac veins are likely chronically obstructed. This has resulted in large varicose veins in the soft tissue of the abdomen. There is currently no additional information available for review. The product was not returned for analysis. A review of the device history record revealed no anomalies during the manufacturing and inspection processes that can be associated with the reported complaint. The trapease ivc filter is indicated for use in the prevention of recurrent pulmonary embolism (pe) via percutaneous placement in the vena cava for patients in which anticoagulants are contraindicated, anticoagulant therapy for thromboembolic disease has failed, emergency treatment following massive pe where anticipated benefits of conventional therapy are reduced or for chronic, recurrent pe where anticoagulant therapy has failed, or is contraindicated. The purpose of a vena cava filter is to catch thrombus from the lower extremities as it travels along normal blood flow patterns up towards the heart. Stenosis and/or occlusion is an abnormal narrowing of a vessel; this does not represent a device malfunction and may be related to vessel characteristics and/or patient factors. Vessel perforation is a known adverse event associated with implanting vena cava filters and is listed as such in the instructions for use (IFU). The IFU also notes vessel damage such as intimal tears and perforation as procedural and long-term complications related to ivc filters. Without post implant imaging available for review, the reported filter fracture, and perforation could not be confirmed or further clarified. The instructions for use (IFU) states filter fracture is a potential complication of vena cava filters. Anatomic locations that create concentrated stress points from filter deformation (for example, deployment at apex of scoliosis, overlapping of either of the renal ostia, or placement adjacent to a vertebral osteophyte) may contribute to fracture of a particular filter strut. Without imaging available for review the reported events could not be confirmed nor a cause determined. Due to the nature of the complaint the reported pain could not be further clarified. Pain and anxiety do not represent a device malfunction and may be related to underlying patient specific issues. There is nothing to suggest that the reported event is related to the design and/or manufacturing process of the device; therefore, no corrective action will be taken. Should additional information become available, the file will be updated accordingly. Section h6: patient code '1984' was used for inferior vena cava occlusion and obstructed common iliac veins.

Event description:
Additional information received per the medical records indicate that the patient has a history of pulmonary embolus. The filter was deployed via the patient's right brachial vein. It was placed at the l3-l4 level. No immediate complications were identified. The results of computed tomography (CT) scans done fifteen years after the index procedure indicate that the filter position is unchanged, it is approximately 4.5 cm below the right renal vein. The scans revealed filter fracture/bending and penetration of filter struts into the pericaval/mesenteric fat. The inferior vena cava distal to the filter is stenotic. The ivc has collapsed around the filter and is likely occluded. The common iliac veins are likely chronically obstructed. This has resulted in large varicose veins in the soft tissue of the abdomen. The patient has small gallstones that are less prominent than on previous exams.   Additional information received per the patient profile form (ppf) states that the patient experienced filter fracture in chest, perforation of filter struts outside the inferior vena cava, stenosis and bent filter struts. The patient became aware of the reported events fifteen years after the index procedure. The patient reported that he continues to suffer psychological injuries and excessive pain.